Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio: 3.0. Lab: over 10.0. Time between tests: unk. Therapeutic range: 2.0-3.0. No pt info was provided.

Manufacturer narrative:
Investigation pending.